Event description:
The customer reported scratches and cracks on the screen of the insulin pump. The customer did not recall how the damage occurred. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 150 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: minor scratches on lcd window noted. Cracked lcd window noted. Cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.